Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that upon interrogation of the device, there were no impedance measurements for the last few weeks. Device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation of the device, there were no impedance measurements for the last few weeks. The device was at premature elective replacement indicator and was explanted and replaced. The right and left ventricular leads were capped at device explant due to high thresholds. No patient complications were reported as a result of this event.